Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: 2024-98686 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, cartridge was cracked today. Cartridge caused the iol to split and had to be explanted. The cracked iol was a company lens. Additional information has been requested. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Correction information was provided in h.6. Correction: on initial MDR the FDA component code g05006 was incorrect. It should have been g04044 on the original MDR. Additional information was provided in h.3., h.6 and h.11. A photo was provided. The photo was a partial view of a cartridge nozzle and tip. No viscoelastic was visible in the nozzle or tip. The tip had heavy stress and was split on the left side. It had a possible aneurysm, which had torn. The lens model or diopter, handpiece and viscoelastic used were not provided. It cannot be determined if qualified products were used. Based on review of the provided photo, the cartridge tip had heavy stress and was split. It also looked like this was an aneurysm that had torn. No viscoelastic was visible in the nozzle or tip in the photo. A root cause cannot be determined without physical examination of the sample. However, this type of damage can occur with an inadequate amount of viscoelastic in the cartridge and or if the lens or plunger are not positioned correctly for advancement. It is unknow if qualified associated products were used. The instructions for use (IFU) instructs: the company iol delivery system is for implantation of qualified foldable intraocular lens (iols). The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.